Manufacturer narrative:
During the patient procedure, the table was commanded to lower in height when it contacted a compressive device/pump that was being stored on the table base. This contact caused the telescoping table column shrouds to become misaligned, damaging the table's override switches and resulting in the uncontrolled table movement. The 3085 operator manual (1-2) states, "warning - personal injury and/or equipment damage hazard: storing items on table base may result in equipment damage causing inadvertent tabletop movement placing patient and/or user at risk of personal injury. Do not use table base for storage." This warning is reiterated on a large label located directly on the table's base. A steris service technician was dispatched to the facility following the event and inspected the 3085 surgical table. The technician has ordered the necessary components to repair the table including new table shrouds and an override switch control. Steris is currently working with the facility to schedule in-service training activities on the proper use and operation of the 3085 surgical table.

Event description:
The user facility reported uncommanded table movement during a patient procedure. The patient was transferred to another table and the procedure was completed successfully. No injury to patients or staff was reported. A procedural delay was reported due to the patient transfer.